Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery charging issue was verified; however, the alleged battery depletion issue could not be verified due to the charging issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery was observed to be depleting rapidly. Additionally, the battery was observed to not charge as efficiently and eventually stopped charging entirely, despite using multiple usb cables, wall adapters and power sources. Blood glucose level ranged from 145-193 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.